Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was presented in the emergency room with chest pain and possible pulmonary embolism. An episode of ventricular fibrillation was observed. The device failed to deliver hv therapy due to undersensing. Programming changes were made.

Event description:
New information received indicated that the device was explanted and replaced. Patient was in stable condition.

Manufacturer narrative:
The reported sensing anomaly was confirmed in the laboratory via review of device image. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
New information received states the patient experienced cardiac arrest in which the defibrillator did not fire. The patient was resuscitated and stabilized. The defibrillator was also noted not sensing and not capturing appropriately. The patient underwent therapy and medical care for recovery. This had occurred before the lead had been replaced.